Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh explantation concurrently with mmk, cystourethropexy with urethral catheter placement, and ureterolithiasis on (B)(6) 2011 due to stress urinary incontinence, cystocele, status post urethral sling, peri-urethral relaxation, and urethral sling ecstatically placed.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, lso, small bowel serosal tear repair on (B)(6) 2012 due to ovarian cyst and pelvic pain. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/06/2016. It was reported that following insertion the patient experienced mixed incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary tract infection.

Event description:
Details: it was reported that following insertion, the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, urinary retention, and emotional distress.

Event description:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, urinary retention, and emotional distress.

Manufacturer narrative:
It was reported that patient underwent the following surgeries post implantation: (B)(6) 2010: closure of vaginal incisions (dehiscence of vaginal incision) by implanting surgeon (B)(6) 2011: total abdominal hysterectomy, enterocele repair, anterior/posterior repair due to pelvic organ prolapse (B)(6) 2011: open laparotomy, right salpingo oophorectomy, lysis of adhesions (B)(6) 2012: bilateral uretheral catheter placement for pelvic pain with cystic ovary (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.